Event description:
I came in to give my patient a breathing treatment and noticed that since the last time I was in the room that there was a bubble humidifier now set up. I also noticed that it was not bubbling and the patient was on four liters which would normally make it bubble at the full level. I took it off the flow meter to verify that the seal was punctured and indeed it was not. It looked as if it was because the screw on and all the pieces matched and were flush, however the seal had not been punctured and the patient was not receiving oxygen. I told the nurse and also educated her about this defect in the product. Minor injury. Bubble humidifier issues consistent with previous devices. Phone call was made to vendor representative regarding issue. Device was a teleflex aquapak bubble humidifier and carefusion spike cap (cat #alp2002).